Manufacturer narrative:
The device involved in the event will not be returned for evaluation. The patient information and specific device information for this patient was not provided. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Insufficient device information received to determine device iteration. Device iteration will be provided when further information is received.

Event description:
A letter was received from the department of health and human resources (FDA) on (B)(6) 2019 for this reported event mw5086822. The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent on (B)(6) 2015 per mw5086822 report. Approximately four (4) years post initial procedure, on (B)(6) 2019 per mw5086822 report, a component separation (type iiia endoleak) was identified. There is limited information regarding the reported event. There was no indicated patient or physician identifiers, product information (i.e. Model or lot/serial numbers), or if a secondary intervention was performed to treat the component separation.